Event description:
It was reported that while on a morning walk, the patient began to have "freezing." The patient slowed down, and his thigh started to have a lot of visible twitching; it stopped, and patient was able to make it back to his car. It was noted that the patient fell onto his back on (B)(6) 2012. The patient's last programming session was on (B)(6) 2012, and since then, the patient had not touched his patient programmer (pp). It was further noted that the patient's physician started him on "flecinide," a heartbeat regulator for a fibrillation 2 weeks previous. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 37085-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3389-28, lot #: unknown, implanted: (B)(6) 2012, product type: lead; product ID: 3389-28, lot #: unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).